Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one extended opening, dark ring and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken crease sharp, wear abrasion and stress marks. Based on the device analysis, the final assessment is: one opening crease sharp in the side radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, "rupture" against left device. The device has been explanted.